Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not close completely; it had a gap at the top. A second clip was fired and it was scissored. The case was completed with a device of a different product code. There were no patient consequences reported.